Manufacturer narrative:
Customer service conducted some troubleshooting with the customer on the pump. The pump was tugging from the port and appeared to have suction. Customer service sent replacement parts to the customer and advised her to call back if issue was not resolved. In follow up with a complaint handler on (B)(6) 2025, the customer stated that she developed mastitis on (B)(6) 2025 and was prescribed an antibiotic. The customer also stated that the pump still has low suction after trying the new parts. Additionally, she stated that the mastitis is resolved. The complaint handler referred her to customer service to troubleshoot the pump. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged that that her pump in style had low suction. Additionally, she alleged that she developed mastitis and was prescribed an antibiotic.